Event description:
It was reported that during a breast biopsy, the introducer tip sheared off during deployment. The tip was left in the pt's breast.

Manufacturer narrative:
D4; h4, h6: information anticipated, but unavailable at this time.